Event description:
The pt reported that air was leaking into the cartridge near the leur lock into the bottom o-ring causing air bubbles. He denied that the cartridge was leaking.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.